Event description:
The customer alleges back to back results of 103 mg/dl on the hosp meter and 317 mg/dl on her meter. The customer chose not to eat and to take an additional glipizide pill based upon her bg result. Her husband and/or son took her to the hosp when she felt hypoglycemic during which time she ate food. She felt better in the waiting area and her blood glucose test with the professional meter gave a result of 103 mg/dl. She did not receive any reported treatment in the hosp. Return requested and replacement was sent.